Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the ruby coil pusher assembly became bent while the physician was advancing it through a lantern delivery microcatheter (lantern) in a tortuous anatomy which caused resistance. Therefore, the physician attempted to retract the ruby coil; however, the ruby coil unintentionally detached within the lantern. The physician then used a syringe to successfully flush the ruby coil into the target vessel. The procedure was completed using 17 additional ruby coils and the same lantern. The physician did not maintain continuous flush and did not use a rotating hemostasis valve. There was no report of an adverse effect to the patient.